Event description:
Original hip surgery was performed on (B)(6) 2019. After surgery, the patient slipped and reported pain since then. On (B)(6) 2019, the surgeon re-operated and placed wiring due to a peri-stem fracture.